Event description:
The customer reported that the unit alarmed and restarted during operation. The customer reported the ventilator was not in use, therefore, there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician reported a diagnostic code in the ventilator log history that indicated a +10 volt power fail occurrence. The sensor pcb board was replaced to correct the finding. Performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).